Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes - updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a farawave catheter and versacross rf wire were selected for use. It was reported that the patient experienced a perforation that was identified a few hours post-procedure. No troubleshooting steps were performed at the time. The patient required further consults and a transesophageal echocardiogram (tee) for evaluation. The complication extended hospitalization beyond standard care. Additionally, a deployment issue of the catheter was noted. The perforation was noted in the esophagus and believed to have been caused by the anesthesia. The patient was later discharged and recovered from the event. No issued noted with the catheter and no resistance noted with the guidewire. No issues noted with the versacross rf wire. It was further reported that the versacross rf wire is not expected to return for analysis as it was disposed. It was further reported that the et tube used to intubate the patient is what was believed to have contributed to the event per the rep. It was not believed that any perforation happened, but there was just trauma to the esophagus. The trauma aligned more with that of a laceration. The patient was admitted for overnight observation until the swelling went down. No further treatment was needed. The patient later recovered and was discharged.

Event description:
During a procedure, a farawave catheter and versacross rf wire were selected for use. It was reported that the patient experienced a perforation that was identified a few hours post-procedure. No troubleshooting steps were performed at the time. The patient required further consults and a transesophageal echocardiogram (tee) for evaluation. The complication extended hospitalization beyond standard care. Additionally, a deployment issue of the catheter was noted. The perforation was noted in the esophagus and believed to have been caused by the anesthesia. The patient was later discharged and recovered from the event. No issued noted with the catheter and no resistance noted with the guidewire. No issues noted with the versacross rf wire. It was further reported that the versacross rf wire is not expected to return for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem - updated. H6: evaluation method codes- updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a procedure, a farawave catheter and versacross rf wire were selected for use. It was reported that the patient experienced a perforation that was identified a few hours post-procedure. No troubleshooting steps were performed at the time. The patient required further consults and a transesophageal echocardiogram (tee) for evaluation. The complication extended hospitalization beyond standard care. Additionally, a deployment issue of the catheter was noted. The perforation was noted in the esophagus and believed to have been caused by the anesthesia. The patient was later discharged and recovered from the event. No issued noted with the catheter and no resistance noted with the guidewire. No issues noted with the versacross rf wire